Event description:
It was reported that a spectrum pump failed a preventive maintenance test. The device failed to alarm downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter evaluated the device in question and a downstream occlusion sensor test was performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional occlusion flow rate tests. The device was found in specification with respect to the reported symptom.